Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had device not respond and failed to boot up. Screen went black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not responding and exhibited a black screen. A field service engineer (fse) identified that the drawer board failure on drawer 6.2 was causing the issue. Fse replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.